Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an inguinal hernia repair, the balloon would not inflate. A new trocar was used to complete the case. There was no patient injury involved in the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.